Event description:
It was initially reported by the physician that his wand had problems interrogating vns patients. He thought it was a problem with the handheld but after troubleshooting, it was realized that it was an issue with the wand. Wand was returned to manufacturer for analysis. Analysis was completed on the wand and the reported failure was confirmed. The serial cable, which produced communication errors, had an intermittent conductor at the handle location. After the serial data cable was substituted, the programming wand performed per specification.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.